Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the hemopro tool was inserted into the cannula with the jaws closed, the silicone jaw boot came off of the device. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).